Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they have a helper that helps them with the infusion set as the customer¿s vision is bad. She changed it the other day. The customer went to take a shower and couldn't take it off and had to turn it so hard and then finally it came off but with difficulty. The customer reported that then there was another one in which they couldn't get the air bubbles out of the reservoir. This was a past event. The helper said that the approximate size of air bubbles was bigger than champagne bubbles and she could not get rid of them. Air bubbles were noticed by customer during the filling process in the reservoir. The customer declined to troubleshoot. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated three open/used reservoirs. Performed pre-fill reservoir test per (B)(4). Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles.